Manufacturer narrative:
Examination of the returned instrument confirmed the reported breakage. The investigation could not draw any conclusions about the root cause of the fracture; however, heavy usage over time and or user error/misuse could be contributing factors. (B)(4) has been initiated to investigate, identify root cause and corrective action. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument is damaged.